Event description:
A malfunction alarm related to a cgm error 42 for caller was reported. There was no adverse impact to the customer's blood glucose level. Customer performed a pump reset with guidance from technical support, which resolved the issue, allowing the sensor session to start successfully.